Event description:
It was reported that following an endoscopic retrograde cholangio-pancreatography procedure, the pt developed a bile leak and a hepatic abcess requiring medical intervention. No product will be returned for eval.